Event description:
It was reported that the patient underwent an initial anatomic total shoulder replacement on the left side. Subsequently, the patient experienced pain and humeral stem loosening. As a result, approximately ten years and six months post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.

Manufacturer narrative:
D10: 300-10-45 - equin replicator plate 4.5mm o/s: sn# (B)(6), 300-20-02 - equin sq torque define screw drive kit: sn# (B)(6), 310-01-50 - equin, hum head short, 50mm (beta): sn# (B)(6), 314-13-13 - equin cage glenoid medium, beta: sn# (B)(6), 315-35-00 - glnd kwire: sn# (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.